Manufacturer narrative:
(B)(4). Batch # m55h8m. The analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? Were the staples seen lying in the surgical field? Were there any changes to the patient¿s post-operative care as a result of this event?

Event description:
It was reported that during a low anterior resection procedure, the surgeon experienced difficulty removing red safety switch from circular stapler. Once safety switch released, stapler appeared to fire correctly; an audible and physical crunch was heard and felt. Upon removing the device it was noted that bowel had been transected with no staples delivered. Surgeon used a contour stapler to secure distal rectal stump and continued procedure. Thirty minute delay. Patient outcome post surgery unknown; but there were no adverse consequences for the patient reported.